Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a thoracotomy, the device did not seal tissue. No tissue damage. No bleeding. No pt injury. Another device was used to complete the procedure.